Manufacturer narrative:
The technician found the side come cable is not connected. It is unk how the cable became disconnected, possible user error. The technician reconnected the side com cable to resolve the issue. Based on this information, no further action is required.

Event description:
The account requested troubleshooting for a bed in storage. The technician inspected the bed and reported the nurse call dose not function. There was no pt/user injury reported. This report was fled in our complaint handling system as complaint #99292.